Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was received for evaluation. The samples and all available information were forwarded to the manufacturer for further evaluation. Per the investigation results, the samples were tested for flow rate and infused at rates within specification. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: we had an issue where an easypump supposedly infused the 46 hours of medication in 12 hours.